Manufacturer narrative:
Final analysis found the damage was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an atrial lead placement. During the procedure, it was noted that the lead exhibited high capture threshold and helix extension failure. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.